Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, non-tortuous superficial femoral artery. The hi-torque command 18 guide wire was advanced through a non-abbott 35-inch 4f sheath. A 5x200mm non-abbott balloon was advanced over the command 18 wire. When pressurized to the rated burst pressure, the balloon ruptured on eccentric calcium. Resistance was met when retracting the balloon catheter over the guidewire (may also be at the 4fr sheath with the balloon that could not be properly deflated). The guidewire and balloon catheter were removed together as a single unit. It was then found that the polymer coating partially peeled off from the tip when withdrawn from the balloon catheter. It was confirmed that none of the coating was left in the patient. A new command 18 guidewire was used to successfully complete the procedure. An additional minute was added to the procedure due to the loss of wire position without any consequence to the patient. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned guide wire. The reported peeling was unable to be confirmed. The reported difficulty to remove were unable to be confirmed due to the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents and/or complaints reported for this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported peeling, and difficulty to remove appear to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that the reported balloon rupture did not allow the balloon to properly refold causing resistance and the difficulty to remove the guide wire. Manipulation against resistance likely resulted in the noted polymer separation, subsequent polymer damages and the appearance of peeling. The noted kinks on the core likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.